Event description:
It was reported that during a hip procedure using a disposable 1.8 mm q-fix implant kit, the drill bit got stuck in the drill guide and then broke off. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.